Event description:
Healthcare professional reported the valve was damaged during implantation. Leaflet was torn while checking the left main coronary ostia. All leaflets were excised from the valve prior to removal to ensure all pledgets had been retrieved.